Event description:
It was reported the patient underwent a hip revision approximately 1 week post implantation due to dislocation. There was early postoperative dislocation; stem and neck were replaced. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
(B)(4). D10: neutral liner, #item: 30102805, #lot: 66868452, taper fem st, #item 00771301000, #lot: 67150948, kinectiv modular neck p, #item: 00784801300, #lot: 67004366, g7 osseoti 3 hole shell, #item: 110010244, #lot: 67149551. Therapy date: on (B)(6) 2025. G2 report source: japan. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Follow up report. (B)(4). Updated: b4,b5,d2,d9,g1,g3,g6,h1,h2,h3,h6. Corrected: d4. No product was returned or pictures provided; a product evaluation could not be performed. A review of the device manufacturing records confirmed no abnormalities or deviations. Review of the complaint history found no additional related complaints for this item and the reported part and lot combination. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information.